Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery dropped from 70% to 7% within one night. The customer's blood glucose level was 145 (mg/dl). Review of the customer's most recent charge was unable to confirm the reported issue.